Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported a discordant, falsely depressed high sensitivity cardiac troponin I (tnih) patient result was obtained on a dimension exl 200 system. Siemens is investigating the event.

Event description:
A discordant, falsely depressed loci high-sensitivity troponin I (tnih) result was obtained on a patient sample on a dimension exl 200 system. The discordant result was reported to the physician and was questioned. The same sample was reprocessed on the same day on the same system. A higher result, considered correct, was obtained. A corrected report was issued. There were no adverse health consequences due to the discordant falsely depressed tnih result.

Manufacturer narrative:
MDR 2517506-2020-00184 was filed on 18-jun-2020. Additional information (21-jun-2020): siemens headquarters support center (hsc) completed their investigation of the discordant, falsely depressed high sensitivity cardiac troponin I (tnih) patient result obtained on a dimension exl 200 system. Hsc examined the instrument data logs. No product non-conformance was identified with the tnih assay reagent or the dimension exl 200 system. The tnih quality control (qc) and calibration were within limits during the time of the event. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation.